Event description:
The bleeding was noted to come from the de airing point. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The reported outflow graft blood leak could not be confirmed through this evaluation, and a specific cause for the reported events could not be conclusively determined. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU rev. B and the heartmate 3 patient handbook, rev. B are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including bleeding, cardiac arrhythmia, right heart failure, and death, that may be associated with the use of the heartmate 3 lvad. Section 5 of the IFU, ¿surgical procedures¿, provides information regarding how to prepare the sealed outflow graft for implant and includes steps for attaching the graft to the pump. This section provides instructions on how to anastomose the outflow graft and states to ensure that the suture line is secure with no blood loss. This section (under "securing the pump and connections") states that when the flow through the blood pump is satisfactory, ensure that the sealed outflow connections are dry and secure. Obtain hemostasis and close all wounds in the standard fashion. Furthermore, section 5 of the IFU also states that ¿during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. This section also contains a section on "blood leak diagnosis" and explains that a blood leak from any implanted component of the system can be identified through unexplained internal bleeding (beyond the perioperative period following implant), possibly with painful distension of the abdomen or tamponade. Additionally, section 6 of the IFU discusses the potential development of right heart failure following implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The cause of death was hemodynamical problems and ventricular tachycardia storms. Post-operative bleeding from outflow graft was noted. The patient returned to the operating room and returned with a right ventricular assist device (rvad). The patient was said to have too many inotropes to maintain blood pressure. The pump was stopped manually. It was reported that the patient's outcome was not device or therapy related. The device will not be explanted and will not be returned for evaluation.